Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how long after firing did the staple line open on right hepatic artery? 5-10 minutes ¿ please describe/clarify what is meant by ¿blew open¿ and the staple form. That was the nomenclature used by the surgeon verbatim. The staple line opened ¿ please describe the circumstances around the tear on ivc. He stapled the rha, went back to retract the liver and bleeding was instantaneous ¿ did an alleged deficiency of device lead to tear on ivc? Yes ¿ was the device difficult to close or fire? No ¿ were any unusual noises noticed during firing? No ¿ were any clips or instruments in area of firing? No ¿ did the device fire the full 60mm and knife return to home position? Yes ¿ was a transfusion required? Yes, catastrophically needed ¿ what is the current patient status? Was taken to ICU and operation was recommenced the next day ¿ any ssi reported since the incident due to the delay to procedure? No if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an extended hemi hepatectemy procedure, the surgeon stapled the right hepatic artery, description given "the staple line blew open", ivc tore. Patient urgently tended to, tear was occluded using a foley catheter and ivc tear was repaired. Patient was bought back the next day to finish the liver resection. Transfusion was required.